Event description:
The patient was undergoing a robotic prostatectomy. During the procedure, the 3d camera component of the surgery robot failed resulting in the conversion of the surgery to an open procedure. This was a new da vinci robot. The vendor determined that the vision acquisition module needed to be replaced. They also stated that head sensor beam on the surgeon console "may be weak."